Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and he could not reproduce the reported issue. According to the technician it is very likely that the this was caused by cables position in the e/p pack pushing on the on / off switch. However, the battery was replaced and functional verification testing was completed without further issues. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system turned off and on by itself during priming. There was no patient involvement.